Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered via remoted monitoring due to out of range shock impedance measurements was recorded. A review of the data showed a constant in range value with no noise and stable right ventricular electrical measurements. A review of the data by boston scientific technical services (ts) noted that the out of range shock values were measured between the device and right ventricular coil and there was no clear evidence of a lead issue, although a full follow would be needed to determine the root cause of this issue. At this time the device remains implanted. No adverse patient effects were reported. Additional information noted that the patient was examined and the shock values appeared within normal range. The shock impedance alert was changed to 150 ohms, and normal follow up was scheduled.

Event description:
It was reported that an alert was triggered via remoted monitoring due to out of range shock impedance measurements was recorded. A review of the data showed a constant in range value with no noise and stable right ventricular electrical measurements. A review of the data by boston scientific technical services (ts) noted that the out of range shock values were measured between the device and right ventricular coil and there was no clear evidence of a lead issue, although a full follow would be needed to determine the root cause of this issue. At this time the device remains implanted. No adverse patient effects were reported. Additional information noted that the patient was examined and the shock values appeared within normal range. The shock impedance alert was changed to 150 ohms, and normal follow up was scheduled.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered via remoted monitoring due to out of range shock impedance measurements was recorded. A review of the data showed a constant in range value with no noise and stable right ventricular electrical measurements. A review of the data by boston scientific technical services (ts) noted that the out of range shock values were measured between the device and right ventricular coil and there was no clear evidence of a lead issue, although a full follow would be needed to determine the root cause of this issue. At this time the device remains implanted. No adverse patient effects were reported.